Event description:
It was reported that the 2.0x120mm armada 14 balloon dilatation catheter (bdc) was noted to have an air leak when pulling negative during preparation. Another unspecified device was used to successfully complete the procedure. There was no patient involvement and not clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported leak/splash. It was reported that during preparation of the balloon dilation catheter (bdc), an air leak was noted. Factors that may contribute to a leak/splash include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, loose connection with the indeflator/syringe, user technique, or inadvertent mishandling of the bdc. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.